Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the valve jar was "closed very tightly and hard to open." As a result of opening the jar, the isolation rubber ring fell apart and there were several rubber particles in the jar. Consequently, another medtronic transcatheter valve was used for implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9. H3. H6. Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, the device was received in its original product packaging. Visual analysis showed the outer packaging had minor bends on the carton. The returned original jar showed glutaraldehyde stains, glutaraldehyde was in the jar and the jar safety seal was broken. Due to the receipt condition, a torque assessment to evaluate against the ¿difficult to open jar¿ allegation could not be performed. It is possible a reading from the torque tester would be unreliable as the jar had been previously opened. There were gasket remnants on the rim of the jar. There was crystallized, dried glutaraldehyde along the threads of the jar. Loose pieces of gasket were noted on the rim and/or outside of the jar along with white particulate in the jar. The threads of the lid were damaged. A thick strip of rubber was found peeling from the gasket on approximately half of its circumference with loose pieces of gasket noted inside of the lid. Conclusion: the investigation remains in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the valve jar was "closed very tightly and hard to open." As a result of opening the jar, the isolation rubber ring fell apart and there were several rubber particles in the jar. Consequently, another medtronic transcatheter valve was used for implant.